Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (unknown) with an unknown concentration for a total dose of 250 mcg/day at time of explant via an implantable pump for intractable spasticity and cerebral palsy. It was reported that company representative was notified on 2016-dec-30 that patient had pump and catheter explanted on (B)(6) 2016 due to infection. It was unknown as to what may have led, caused, or contributed to the infection. It was unknown what troubleshooting and diagnostics were performed. Interventions taken to resolve the issue included pump and catheter explant on (B)(6) 2016 and re-insertion on (B)(6) 2016. Healthcare professional used an 8782 and an 8784 when replacing the catheter. It was noted the issue was resolved at time of report and patient's status was alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.